Event description:
It was reported following a catheterization procedure, an angio-seal device was deployed; hemostasis was achieved prior to cutting the suture at skin level. Following the suture being cut at skin level, the pt began bleeding from the site. Reported, the physician suspected the angio-seal device dislodged and traveled distal, occluding an artery. The angio-seal device was surgically removed. The st. Jude medical sales rep viewed the device components which were removed, stating the anchor, collagen and suture were all present; as one unit. The self tightening knot appeared to be intact with a small length of suture proximal (as would be expected). The sjm sales rep spoke with the deploying physician concerning his deployment technique in this case. As reviewed, a single wall puncture was used to obtain vascular access; a predployment femoral angiogram was not performed; as instructed. The physician stated the anchor, collagen and suture may have been deployed completely inside the artery prior to the suture being cut. The sjm sales rep reviewed the importance of the need for a pre-deployment angiogram and the confirmation steps; as instructed.